Event description:
It was reported that the patient complained of feeling dizzy and fatigued, the atrial lead had dislodged. An attempt to reposition the lead was unsuccessful; the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.